Manufacturer narrative:
D9: added devices return status.

Manufacturer narrative:
Device information updated. D4, h4. G4 manufacturing site revised.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was inserted via the femoral artery to support the 38-year-old male patient who had been admitted in with an indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage c shock. The patient was supported by inotropes and vasopressors prior to the pump placement. The patient was known to have had CPR for a cardiac arrest, but other underlying medical history was not shared. The pump supported but during the support the purge cassette was replaced 4 times due to defective/leak. There was no harm from the fluid leak. Each time the exchange was performed with no consequence to the patient and support. In addition, the patient suffered from renal failure and dialysis was begun. The pump was explanted after 12 days of support. This was beyond the pump's indicated use time. The patient has survived.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: fluid leak: the cause of the fluid leak was a manufacturing deficiency related to the insufficient seal of the gen1 piston to cylinder seal.

Manufacturer narrative:
H9 recall number was inadvertently omitted from investigation results reported in MFR 1220648-2026-07655-2.